Event description:
In 2006, a pt underwent repair of both an abdominal aortic aneurysm and bilateral common iliac aneurysms using the gore excluder aaa endoprosthesis. A final angiogram revealed a type ii endoleak originating from the lumbar arteries which was left untreated. Approx 1 week post-operatively, the pt became unstable secondary to abdominal aortic aneurysm rupture. 7 days later, all the other gore devices were explanted and retained by the hosp pathology dept. The physician believes the gore devices had functioned as expected. The pt tolerated the procedure.